Manufacturer narrative:
On 10/14/2019, the biosense webster inc. Product analysis lab received the device for evaluation. Upon initial inspection, no damage or anomalies observed. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has two complaints that are related to the same incident. Reports 2029046-2019-03757 and 2029046-2019-03756 are related to this same incident. Manufacture reference no: (B)(4).

Event description:
It was reported that on (B)(6) 2019 a male patient underwent an ablation procedure for ischemic ventricular tachycardia (isvt) with 2 thermocool® smart touch® sf bi-directional navigation catheters and suffered cardiac arrest. Additionally, it was reported that a force sensor error 106 code displayed. The cable was replaced with no resolution. Catheter replacement resolved the issue. The observed force sensor error 106 code has been assessed as not MDR reportable. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event, is remote. Cardiac arrest was discovered through the heart line, after defibrillation and confirmed by heart line and no palpable pulse. The medical intervention provided was cardiopulmonary resuscitation (CPR), defibrillation, and unspecified medication. The patient was then moved to the intensive care unit and was reported to have fully recovered. Extended hospitalization of 3 days was required. The physician¿s opinion is that the event was related to patient¿s condition.

Manufacturer narrative:
It was reported that on (B)(6) 2019 a male patient underwent an ablation procedure for ischemic ventricular tachycardia (isvt) with 2 thermocool® smart touch® sf bi-directional navigation catheters and suffered cardiac arrest.additionally, it was reported that a force sensor error 106 code displayed. The investigational analysis completed 11/14/2019. The device was visually inspected, and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized, with no errors were observed. The force sensor was tested, and it was found to be working properly. The force values were observed within specifications. Electrical testing was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator. The temperature and impedance values were observed within specifications. Both irrigation and deflection testing was performed. It was found to be within specifications. The catheter was irrigating and deflecting correctly. A manufacturing record evaluation was performed and no internal actions were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use state that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Reports 2029046-2019-03757 and 2029046-2019-03756 are related to this same incident. Manufacture reference no: (B)(4).

Manufacturer narrative:
It was reported that on (B)(6) 2019a male patient underwent an ablation procedure for ischemic ventricular tachycardia (isvt) with 2 thermocool® smart touch® sf bi-directional navigation catheters and suffered cardiac arrest. On 11/21/2019, during an internal review, it was noticed that the investigation closure date was incorrectly reported as 11/14/2019 in the follow up 1. The investigational analysis completed 11/4/2019.